Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, gradual increase in lead impedance and high capture threshold was observed. Lead was explanted and replaced. Patient was stable.